Event description:
It was initially reported that the patient was in the hospital due to a blood clot from sitting too long. She kept hearing a noise, but thought it was something in the hospital. The patient just returned home and realized that it was a pump alarm going off. It was going off approximately every 15 minutes; a 3-toned alarm. The next pump refill was scheduled for (B)(6) and they had ¿upped it not too long ago¿; the date was unknown. The patient had an magnetic resonance imaging (MRI) scan on (B)(6) 2013. The pump was turned off for 2.5 hours for the MRI and then it was turned back on. The pump alarm did not start until (B)(6) when she went to the hospital. The patient was experiencing pain in the hospital, but she thought it was from lying in the bed; she was also getting cold sweats, and would be soaked, ¿almost like a withdrawal thing¿. The device system was delivering fentanyl. It was later provided, that reportedly back on (B)(6) 2013 the patient reported improvement in her low back pain. There was constant mild burning and sharp pain radiating to her thoracic region. The pain in her legs was also reduced, but constant and achy. Her neck pain, pins and needle sensations, achy and burning restricted some movement. This pain radiated to her right deltoid and down her arm. The patient reported that her legs felt tingling and ¿ice cold¿ and she felt this was due to the pump medication. She also had a headache every day. Her muscle tests were within normal limits. A magnetic resonance imaging (MRI) scan showed two new fractures at 13 and 14. Since that MRI she developed left leg swelling and numbness. The patient had severe foraminal narrowing at ¿15 s-1¿ level that could explain the numbness. In addition, the patient recently was diagnosed with a deep vein thrombosis and was on coumadin. Further, on (B)(4) 2013 the patient stated her pump alarm had gone off and somehow after the MRI scan the pump delivered a different dose than what she was supposed to get and her pump ran dry sooner. The patient reported feeling hot and cold, shaky, ¿etcetera.¿ the pump was confirmed empty as no medication was aspirated and the pump was successfully refilled. This device system delivered fentanyl and bupivacaine.

Event description:
Clarification: after further review of the hcp letter with attached clinic notes it was noted that the font was confusing and the previously reported "fractures at 13 and 14" and foraminal narrowing at ¿15 -s1" to be fractures at l3 and l4 and narrowing at l5- s1.

Event description:
Additional information reported the patient went through withdrawal because ¿they increased her medication but didn't make adjustments with the pump and when her next refill date should be.¿ it was said when the health care provider (hcp) aspirated the drug out of the pump, there was ¿barely anything¿ in there. The patient was said to have gone home from the hospital on friday and was unable to see her hcp until the following monday to address the withdrawal symptoms.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).